Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2016-01463. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheters 6 (cat6). During the procedure, while attempting to insert a cat6 through another manufacturer's sheath, the physician experienced resistance and the cat6 would not advance. It was noted that the tip of the cat6 became mangled; therefore the cat6 was removed. The physician then attempted to insert a new cat6 through the same sheath. However, the physician experienced resistance again and the tip of the cat6 became mangled as well; therefore, it was removed. Thereafter, the procedure was successfully completed using an indigo system aspiration catheter 5 (cat5) and the same sheath. There was no report of an adverse effect to the patient.